Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited undersensing, low sensing threshold at 0.3 mv and high capture threshold at 6.25 v at 1.5 ms. This behavior caused the implantable cardioverter defibrillator to reset to ventricular based timing for one beat per episode. The lead was capped and replaced.